Event description:
It was reported the pt experienced overstimulation throughout his body even though the stimulation was turned off with the magnet. The pt is in the hospital and the reason is unk at this time. Attempts to gather additional info were unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.